Event description:
It was reported that a patient underwent a revision surgery after 3 set screws migrated out of their mating screws and two cages migrated within the disc space postoperatively. The screw construct was removed, the cages were repositioned, and a new screw construct was implanted to complete the case. There were no additional patient impacts reported. This is report 4 of 8 for this event.

Manufacturer narrative:
Corrected information in h4: lot number and UDI number, d10, and h3. Additional information in h4 and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for three (3) of six (6) returned vitality closure tops (pn 07.02010.001) for the failure of post-operative back-out. X-rays demonstrated the back-out for 3 out of the six closure tops. Visual examination revealed signs of wear associated with back-out via chatter marks on the wear pattern on three of them. Potential cause root cause was unable to be determined. This event could possibly be attributed to tld outputting torque below specification, screw tulip head tabs splaying upon tab removal or insertion of the closure tops, improper tightening of the closure tops, trauma or inadequate rod reduction. Complaint history a complaint history review was conducted. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Lot number: w667291 or w643211. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00532 to 3012447612-2020-00538 and 3012447612-2020-00540.

Event description:
It was reported that a patient underwent a revision surgery after 3 set screws migrated out of their mating screws and two cages migrated within the disc space postoperatively. The screw construct was removed, the cages were repositioned, and a new screw construct was implanted to complete the case. There were no additional patient impacts reported. This is report 4 of 8 for this event.